Event description:
Procedure: lap band. According to the reporter: the shield on the port device failed and did not cover the tip once it entered the abdomen of pt. There was no impact to the pt reported.